Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a delayed union after ten to twelve months using non synthes distal medial tibia (dmt) plate. The patient healed with limping and mild pain. This report is for an unknown screw. This report is 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.